Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿early results of the lps limb preservation system in the management of periprosthetic femoral fractures¿ by m. Curtain, et al, published by journal of orthopaedics (2017), vol. 14, pp. 34-37, was reviewed. The purpose of this study was to assess the clinical outcomes of the depuy lps stem utilized in revision surgery due to periprosthetic femoral fracture (ppf) between july 2013 and november 2016 in 16 patients with deficient femoral bone stock. Of the 16 revised stems, there were 5 cemented charnley stems utilizing competitor cement, 2 cementless corail stems, and 9 competitor stems. All revisions were done to treat ppf. In addition to the ppf, 3 unknown stems were loosened. All patients had deficient femoral bone stock unrelated to the stems. All revisions were performed utilizing the lps complete femoral stem and modular head utilizing competitor cement for fixation. The ppfs were treated with unknown cerclage cabling and the existing unknown acetabular components were retained. Lps results: 1 case of leg length discrepancy of 4 cm treated with shoe raise. Patient a: recurrent dislocations treated with revision of the unknown acetabular components and modular stem retention. Patient b: non-ambulatory patient experienced a dislocation. Treatment deemed unnecessary due to patient condition and ambulatory status. Captured in this complaint: 2 lps stems: implant dislocation. 1 lps stem: limb asymmetry. 2 unk lps heads. 5 charnley stems: implant loosening at an unknown interface, periprosthetic fracture. 2 corail stems: implant loosening at the bone to implant interface, periprosthetic fracture. 7 unk femoral heads: no reported product problem. The revised acetabular components are unknown and not captured in this complaint. One x-ray identifying a preoperative periprosthetic fracture is shown in fig. 2, pp. 36".

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The reported event is considered one of the possible complications of joint replacement. The complaint information provided has been reviewed for complaint coding, medical device reporting, and other data required by the complaint system. Follow-up for additional event information, if applicable, was conducted utilizing work instruction wi-7915 appendix a. - without the physical complaint sample(s) associated with this report, it was not possible to determine if the device(s) failed to meet specification(s) at the time it was released for distribution. - the device(s) associated with this event were used in the treatment of the patient as prescribed by the presiding surgeon. - from the event information received, it was not possible to determine the relationship of the device to the reported event. No information received with this individual complaint indicates that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Post market surveillance is per sep 419. Device history lot null device history batch null device history review null.